Event description:
It was reported to medtronic neurosurgery that two of the screws broke during the operation, and that they were replaced to complete the procedure.

Manufacturer narrative:
The tips of both screws containing cutting flutes were broken at the point where the threading ends and the cutting flute begins. It is unknown how or when this damage occurred, but it may be related to their use in a pre-drilled hole in the bone that insufficient in width or depth. It is recommend prior to placing this model of screw, that a hole is predrilled to a depth at least as deep as the length the screw with a 1.7 mm diameter drill bit, or 2.0 mm diameter drill bit when placing in dense bone. The heads of the both screws contained gouges characterized by directional displacement of the material. Scratches at the bottom of the driver slots of both screws were noted. These scratches were found to be consistent in spacing with the tip of the driver blade for timesh self-drilling screws. Note that the screw reported with this experience is intended for use with a driver blade for timesh cruciate, self-tap ping screws. The instructions for use that accompany the product note to ¿ensure that the appropriate instrumentation is available prior to surgery. Instrumentation includes insertion tools, drill bits, taps, screwdrivers, and wrenches for the specific screw size(s) to be implanted during the procedure. Refer to the medtronic neurosurgery cranial fixation product catalog for more information on timesh products and for screw and instrument descriptions and specifications.¿ a review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the mfg records showed no anomalies.